Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter cuff was not completely closing. The physician presumed that there may be fluid leakage in connections or tubing of one of the components. Records do not indicate that the replacement surgery has taken place to date. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter cuff was not completely closing causing severe incontinence. The physician presumed that there may be fluid leakage in connections or tubing of one of the components as the pressure regulating balloon originally had 22 cc of fluid and at the time of an echo, it was only 15 cc of fluid. A revision surgery was scheduled for may. No patient complications were reported.